Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead became stuck in the cordae tendonae of tricuspid valve. Multiple techniques were attempted to remove the lead, however the lead was unable to be freed from the valve. The lead was surgically abandoned and a new right ventricular lead was placed successfully. No additional adverse patient effects were reported.